Event description:
It was reported that pump warranty had expired and pump could not be repaired or replaced, pump screen was scratched. There was no reported impact to the customer¿s blood glucose level. Case was created for documentation purposes. No additional information was received regarding any further actions taken.